Manufacturer narrative:
Device investigation results and conclusion are unrelated to the reported event of low blood glucose levels. Device failure was reported under MDR 3007981285-2016-11048.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl) after exercising more than normal. Customer consumed carbohydrates to treat their bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.